Event description:
It was reported that the rod broke after a fusion procedure for a multiple fractures to patient from t6-l5. The patient reportedly had gone through multiple procedures to fuse the spine. The patient also complained of pain post op. The revision surgery was performed about two months after the implantation to replace the broken rod at l2.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 869-022, 510k # k040962 was cleared in the united states. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.